Event description:
Upon review of (B)(6) female pt's download data, a zoll customer support agent discovered multiple battery pack faults and contacted the pt about the problem. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon eval, the battery connector (j1) pins on the defibrillator board was found to be missing, preventing the monitor from powering up. The root cause of the damaged battery connector pins cannot positively be determined but was likely due to excessive force. No adverse event resulted from the broken battery connector. The pt was issued a replacement monitor.